Manufacturer narrative:
The stent could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis and myocardial infarction are both potential adverse events associated with coronary artery stenting. Which such limited information, it is not possible to determine what factors may have contributed to this event.

Event description:
As reported in a legal file, a male patient had one cypher stent implanted in a svg feeding the pda and was prescribed plavix for 3 months. Approximately 15 months later, he suffered very late stent thrombosis resulting in myocardial infarction. No other details were available.